Event description:
Pt reported that both of her cadd legacy pumps displayed messages that the reservoir is depleted, patient sees there is still volume remaining in the cartridges; has been occuring before the 48 hr run time is completed. Also with both pumps, when pt tries to stop the infusion, the pumps won't stop so pt has to remove battery, but then pumps display "no disposable" error message. Pt also stated some of her remodulin vial was leaking when using the q-style adapter. Pt stated she is injecting air into the "visl" prior to removing medication, this is the first bottle of medication where pt had this issue. Pt used q­ style adapters in previous medication bottles, but no leaking occurred. Serial number of pump 1: (B)(6); serial number of pump 2: (B)(6). Maintenance due dates 03/2025. No additional info to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump, when alarm occurred is unknown. No interruption to therapy, missed doses or adverse events reported due to product issue. Did the reported product fault occurred while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury?- no. Is the actual product available for investigation?-yes. Upon pt return did we replace product?- 'yes. Did the patient have a backup product they were able to switch to?·yes. What troubleshooting was completed? Yes. Was the patient able to successfully continue therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event?- resolved. Reported to (B)(6) by pt/caregiver. Ref reports: mw5159297, mw5159298.